Event description:
It was reported that during a low anterior resection procedure, the device was difficult to remove. Once the device was removed, one of the donuts on the anvil portion was not complete. Another device was used to complete the case . The surgeon checked the second set of donuts and they were fine. There was no patient impact. Device was discarded. Additional information received on (B)(6) 2010: when the surgeon was removing the device, it was from the side of the patient not in between the patient's legs. Another surgeon was brought in, along with another device and the device fired fine and was removed easily. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.